Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00541. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery choroid using a penumbra system reperfusion catheter 041 and a separator 041. Prior to the procedure, no intravenous tissue plasminogen (IV t-pa) was administered. During the procedure the physician used a thrombectomy device and then performed aspiration using the reperfusion catheter 041 and a separator 041. Heparin was not injected and the physician used the thrombectomy device again. The patient then developed impending herniation led by cerebral edema and hemorrhagic infarct complicated with recanalization. The patient did not recover. Physician's comments: the patient had already widespread cerebral infarct before recanalization which caused the event. It was affected by condition changes after reperfusion. So the relation between the event and the penumbra system was not deniable.